Manufacturer narrative:
This report is filed on may 22, 2017.

Manufacturer narrative:
This report is submitted on march 22, 2017.

Event description:
Per the clinic, the patient experienced a lack of clinical benefit with device use; subsequently the device was explanted on (B)(6) 2017. The patient was re-implanted with a new device during the same surgery.